Manufacturer narrative:
The inspiratory flow sensor was calibrated to resolve the reported issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported the unit lost the ability to mechanically ventilate in volume mode. There was no report of patient injury.